Manufacturer narrative:
As reported, small staple holes were identified on the bard flat mesh packages. The complainant indicated that "it appears the staples penetrated the outer box and punctured all mesh packages." Review of photos provided was inconclusive. Inspection of returned sample finds four (4) holes in the product outer carton consistent with an object, likely a stapled item, having been attached to the carton at some point after distribution. The three (3) inner tyvek pouches contained within the carton each had holes that aligned with the holes in the outer carton. The punctures were present on both sides of each pouch, consistent with penetration by a staple or similar sharp fastener. Based on the returned condition, the damage occurred due to post-distribution handling and is not indicative of a manufacturing issue. Examination of the pouches confirmed that all seals were intact and properly formed, with no evidence of seal defects or manufacturing anomalies. A review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,080 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the or nurse observed small holes in the packaging of a bard flat mesh. Two (2) additional packages from the same box (packaged three (3) per case) were inspected and found to have holes in the same location. On the outside of the box there were four (4) holes, suggesting that something had been stapled to the box in two (2) separate areas. It appears the staples penetrated the outer box and punctured all mesh packages.